Manufacturer narrative:
(B)(4). The evaluation was performed by a non-covidien service provider. The provider reported to have replaced the o2 sensor to resolve the issue. Covidien was not authorized to evaluate the device.

Event description:
It was reported that prior to setup, the e500 ventilator generated an oxygen (o2) sensor failure. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
An oxygen sensor (o2) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. An investigation was performed and the product analysis technician reported that the reported issue could not be duplicated. If information is provided in the future, a supplemental report will be issued.